Event description:
Caller alleged imprecision with inratio. Results as follows: 09/28/06, first test inr = 2.9, second test inr = 2.4, third test inr = 2.3, fourth test inr = 4.7. 10/02/06, first test inr = 1.2, second test inr = 1.5, third test inr = 1.5. 10/02/06, first test inr = 1.7, second test inr = 1.8, third test inr = 1.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060355: 09/28/06, first test inr = 2.9 second test inr = 2.4 third test inr = 2.3 fourth test inr = 4.7 mean = 3.01; sd = 0.32; %cv = 10%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 060355: 10/02/06, first test inr = 1.2 second test inr = 1.5 third test inr = 1.5 mean = 1.4; sd = 0.17; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 060355: 10/02/06, first test inr = 1.7 second test inr = 1.8 third test inr = 1.2 mean = 1.5; sd = 0.32; %cv = 20.5%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested. Result of retained strips test (lot 060355) performed on 12/13/06 as follow lot 060355 - pt #1 normal 1.0, normal 0.9, mean 0.95, sd 0.07, %cv 7.44. Pt #2 normal 0.1, normal 0.2, mean 1.15, sd 0.07, %cv 6.1%. Based on the above test results, retained strips lot 060355 meets the criteria for strip precision.